Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the reported broken fiber failure was confirmed. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that the reported event may have been caused by a procedural issue or a mishandling issue. However, since this theory could not be confirmed, a definitive root cause for the reported failure was not identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the powered laser surgical instrument broke near the connection to the laser during a therapeutic ureteroscopy with laser lithotripsy procedure. It sparked and had a flame. This happened at the beginning of the case. The procedure was delayed and the patient's anesthesia was extended a few minutes to open the new fiber. The device was replaced with another fiber from a different lot and the procedure was completed. There were no reports of patient harm.